Event description:
A user facility reported that an lma would not remain inflated while in pt use. The mask was reinflated 3 times before it was removed and replaced with another lma. There was not pt injury or problems. The user facility has been requested to return the mask for evaluation. There has never been report of a serious injury associated with a failure to maintain inflation, and distributor believes, it is unlikely to cause or contribute to pt injury were it to reoccur. Although distributor does not believe this event meets the definition of a reportable device malfunction, distributor has agreed to comply with the agency's position, that events of this type should be reported, stated in its 8/1/97 letter to the MFR.